Event description:
It was reported that a malfunction occurred, identified by malfunction code 12, with no notable events occurring prior. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report any future issues.